Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device had delivered a possible inappropriate therapy for a fast ventricular tachycardia (fvt) episode while an atrial arrhythmia was in progress at the time of detection that converted to an atrial paced rhythm after the device therapy. Follow up was conducted and no further information was ascertained. The device remains in use. No further patient complications have been reported as a result of this event.